Manufacturer narrative:
Device has been received but evaluation has not been completed.

Event description:
A complaint was received regarding a tego¿ connector that experienced air in line during use. The following issue was reported by the customer: ¿the tego cap took in air when the blood line was unscrewed from the catheter. The air rise up into the line, the line was immediately clamped to avoid an air embolism. When the tego cap was removed, an unusual slit was observed, causing an opening that allowed air to enter the catheter line (loss of valve integrity). The involved tego was set aside and was replaced with a new one. ¿the status of the product at the time of the event is when the blood line was unscrewed from the catheter. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
Investigation summary: received one (1) used list# d1000, tego¿ connector, appx 0.05 ml; lot# 14192702 the received sample was observed to have a domed seal. After decontamination, the tego seal was domed causing the slit on the seal to be open. The tego was leak tested per product specifications. There was a leak in the inactivated position due to the doming. The tego was disassembled. One (1) side of the tego had adhesive while the other side lacked silicone adhesive. The reported complaint can be confirmed. The probable cause for the domed seal and subsequent leakage is due to an inconsistent application of adhesive and/or lubricant during assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.